Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery while the surgeon was removed the guide the tip broke off. The surgeon took a x-ray picture and identified that the tip remained inside the patient. The surgeon attempted to remove the broken tip through arthroscopy for one hour but was unsuccessful and decided then to open the wound to remove the broken tip.